Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that lcd faded sync test could not discharge thru paddles. There was no reported patient involvement.

Manufacturer narrative:
Philips repair bench ordered a replacement patient connector assembly, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.